Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had blood glucose of 95 mg/dl. Customer stated that her insulin pump was not working correctly, the numbers was scrolling and it won't stop. Nothing further was reported.

Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No button error alarm noted during testing. No running, rolling, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump function properly during during rewind, basic occlusion, occlusion, prime excessive no delivery and displacement test.